Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Several pictures were provided for evaluation. Upon a visual inspection of the images provided, it was observed the presence of a dark, thin, twisted filament, which is free to move within the pouch and during inspection of the picture, it was identified on the side of the pouch as shown in a further picture. Additionally, the filament was outside the product external to the fluid path. Based on the investigation results, the reported defect was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. A batch record review for the reported lot number was performed, and no non-conformances or deviations were identified during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant, fibers were found inside bag. No patient involvement.